Event description:
It was reported that the pt felt stimulation had changed a couple weeks ago and the pt, therefore, had a return of symptoms. The pt, subsequently, revisited her healthcare provider (hcp) where the implantable neurostimulator (ins) was interrogated and it was noted the amplitude had changed from 7.5 volts, the previous visit, to 5.0 volts. The pt reported that she had not seen a hcp or MFR's rep to have her amplitude changed. The pt had a f/u appointment with her hcp on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Follow up information received from the patient indicated that they still had concerns with their device/therapy but was working with their doctor to resolve the issue (an appointment of (B)(6) 2011 was reported). Subsequent follow-up information received from the healthcare professional reported patient symptoms of continued nausea/ and vomiting. During impedance measurement testing, the program at 7.5 ma was revealed to be at 5 ma. The patient was reprogrammed on (B)(6) 2011 with a decrease in current to 8.5 ma, cycle 1 second on, 3 seconds off. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).